Event description:
It was reported that a patient presented remotely via merlin.net. Examination of the patient's transmissions revealed post-paced t-wave over-sensing. Upon the patient presenting in-clinic, corrective programming changes were made. The patient was stable throughout.